Manufacturer narrative:
(B)(6). The device was evaluated for shedding. The device was observed to have sustained stress cracks on the adapter body at the base of the outer tube. The device was inspected for runout and it was observed that the tube had sustained a bend in excess of design tolerance. The bend in the tube, coupled with stress cracks in the adapter body are consistent with excessive lateral load which resulted in shedding. A review of the device history record was performed which confirmed no inconsistencies. After evaluation a root cause for the reported event was found to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a small joint wrist procedure it was reported that filings were left in the articular during surgery. It was stated that it was worn-out in front of the inner blade, just before lumen. The surgeon was using the shaver blade in the small joint of the wrist and it began to shed when he started to use it. The surgeon managed to remove the fillings by using another shaver blade. There were no reported patient injuries or complications. A few minute delay was experienced.